Manufacturer narrative:
Three opened trocar assemblies were received in a small parts tray with an infusion cannula for the report of leaking. The returned samples were visually inspected and all 3 were found non-conforming with a cut in each septum. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The exact root cause for this complaint is unknown, however, a potential contributing factor related to the manufacturing process of the valves has been identified. An investigation has been completed and actions are presently being implemented in order to improve the performance of the valves. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse and a company representative reported that a valved trocar was leaking during cataract - vitrectomy procedure. The procedure was completed with the leaking trocar. The product sample is available. There was no harm to the patient. No additional information is expected.